Event description:
Device issue: suture break. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, the suture "tore". Manual compression was applied to achieve hemostasis. There were no reported pt adverse effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). (B)(4). The device is expected to be returned for eval. It has not yet been rec'd.